Event description:
It was reported that the customer experienced a low blood glucose level of 40 mg/dl. Cause was unknown. The customer addressed bg by consuming carbohydrates. Reportedly, the customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.